Event description:
The patient was implanted with a left ventricular assist device. Approximately 17 days post-implant, the patient was doing well and wanted to get up and leave his bed. Upon moving from the bed, he forgot the system controller and a strong force occurred between the percutaneous lead and the system controller. While monitoring the patient, a gradual increase in pump power to 15 watts was observed. An echo revealed the aortic valve opening. The patient had no signs of hemolysis and clinically, the patient was doing well. A few hours later, the pump stopped and it was not possible to restart the pump. The system controller, power base unit (pbu), and patient cable were exchanged with no change. The patient was connected to the power base unit (pbu) but the system monitor displayed "not receiving data." Data was obtained on the screen only by simultaneously pushing the silence alarm and test select buttons on the system controller. At this time, the pump parameter data was visible on the screen and he could see from time to time pump stop or start, and the speed was between 0 and 900 rpm, pump power between 1 and 32 watts. The patient was stable with correct arterial pressure and central venus pressure (cvp) at 14. The pump was subsequently exchanged. At explant, a blood clot was observed as the pump had been stopped for more than 1 hour.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.